Manufacturer narrative:
The insulin pump was received after battery installation unit power up and display froze after count up followed by an unexpected constant tone alarm, problem isolate. The insulin pump was unable to perform any test or verify unresponsive button due to frozen screen. No unlocked lcd keypad connector. Unable to review alarm history due to frozen screen. The insulin pump was received with minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the no buttons were responsive. The customer also reported that there was black circle on the screen. The customer's blood glucose was 260 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.